Event description:
Pt underwent an anterior cervical disectomy c5-6 on left. Pt complained of choking feeling in her neck, something pressing on her airway. Workup revelaed no swallowing difficulty but plate slightly indenting her esophagos.